Event description:
The pt called 2 weeks after shoulder surgery indicating they had a burn on the upper left thigh where the grounding pad was placed. The pad used was a valley lab pad. Pt visited physician to see about the area on thigh, and the physician said it was a pad burn. The pt is being treated by own physician.